Manufacturer narrative:
Result: damaged communication cord.

Event description:
It was reported by service report that the communication cord was cut with exposed wires. It is unk if there was pt involvement or adverse consequences to report.